Event description:
Customer reported differences between his sensor glucose and blood glucose readings. He also reported having an auto off alert and low predicative alert. The customer's blood glucose was 124 mg/dl at the time of the call. He also reported that his blood glucose was 120 mg/dl and sensor glucose was 65 mg/dl. He stated that the threshold suspend was triggered at 65 mg/dl. The customer also stated he was using his sensors correctly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.